Manufacturer narrative:
This event has been reported by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the dermatome cut too deep. No additional adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were it was reported that the device cut too deep. On (B)(6) 2018, it was clarified that the issue occurred during surgery. The surgery was delayed 1-15 minutes and the patient was under general anesthesia at the time. Another device was not used to complete the surgery. The device ¿caught¿ on the patient¿s skin when applied to the patient¿s thigh. A split was noticed where the blade has initially been in contact with the patient. Two surgeons checked the depth prior to surgery. Post-surgery the blade was checked and it was noticed that the blade was bowed (raised up on the sides and down in the middle.) The customer returned an air dermatome device for evaluation. The customer also returned 1¿/2¿/3¿/4¿ width plates, for evaluation. Zimmer biomet surgical has previously repaired/evaluated air dermatome four times as documented in the repair reports.the last repair was november 30, 2015 where it was reported that the device cut too deep and the ball detent, control bar, thickness control lever, reciprocating arm, bearings, seal and retaining rings, motor, poppet assembly, o-ring and width plates were replaced. The device history record (DHR) and previous repair report review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the air dermatome by zimmer biomet taiwan on february 1, 2018 revealed that the motor was within motor speed specification. The control lever torque testing was not performed. The device was out of calibration at all four settings. Repair of the air dermatome was performed by zimmer biomet taiwan on february 2, 2018 which included replacement of the motor, motor sleeve, ball bearing, spring seal, external e-ring and reciprocating arm. Air dermatome was then tested and functioned properly. It was repaired, inspected and tested per zpo 5.3250. The reported event was confirmed since during initial inspection the device was out of calibration at all four settings. There was no mention of plates during initial inspection. The root cause of the device cutting too deep was due to the device being out calibration. The device being out of calibration could cause the gap between the cutter and device to be larger than intended. This large gap can cause the device to take a deeper cut then intended. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Air dermatome was repaired, tested and returned to the customer. No further conclusions can be drawn from the complaint history review that warrants further action.

Event description:
It was reported that the dermatome ¿caught¿ on the patient¿s skin when applied to use on the patients thigh. A split was noticed where the blade had initially been in contact with the patient. Two surgeons checked the depth prior to surgery. Post surgery the blade was checked and it noticed that the blade was bowed; raised up at the sides and down in the middle. No additional consequences have been reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. It was reported that the device cut too deep. On (B)(6) 2018, it was clarified that the issue occurred during surgery. The surgery was delayed 1-15 minutes and the patient was under general anesthesia at the time. Another device was not used to complete the surgery. The device ¿caught¿ on the patient¿s skin when applied to the patient¿s thigh. A split was noticed where the blade has initially been in contact with the patient. Two surgeons checked the depth prior to surgery. Post-surgery the blade was checked and it was noticed that the blade was bowed (raised up on the sides and down in the middle.) The customer returned an air dermatome device for evaluation. The customer also returned 1¿/2¿/3¿/4¿ width plates, for evaluation. Zimmer biomet surgical has previously repaired/evaluated air dermatome four times as documented in the repair reports.the last repair was (B)(6) 2015 where it was reported that the device cut too deep and the ball detent, control bar, thickness control lever, reciprocating arm, bearings, seal and retaining rings, motor, poppet assembly, o-ring and width plates were replaced. The device history record (DHR) and previous repair report review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the air dermatome by zimmer biomet (B)(4) on (B)(6) 2018 revealed that the motor was within motor speed specification. The control lever torque testing was not performed. The device was out of calibration at all four settings. Repair of the air dermatome was performed by zimmer biomet (B)(4) on (B)(6) 2018 which included replacement of the motor, motor sleeve, ball bearing, spring seal, external e-ring and reciprocating arm. Air dermatome was then tested and functioned properly. It was repaired, inspected and tested per zpo 5.3250. The reported event was confirmed since during initial inspection the device was out of calibration at all four settings. There was no mention of plates during initial inspection. The root cause of the device cutting too deep was due to the device being out calibration. The device being out of calibration could cause the gap between the cutter and device to be larger than intended. This large gap can cause the device to take a deeper cut then intended. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Air dermatome was repaired, tested and returned to the customer. No further conclusions can be drawn from the complaint history review that warrants further action.